Manufacturer narrative:
An event of device separation after attempting to recapture the occluder into the sheath was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen for implant, using 8f amplatzer torqvue delivery system. The device embolized after attempting to recapture into the sheath. The device was retrieved using gooseneck snare. A replacement 16mm device was successfully placed to close the defect. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.